Event description:
It was reported that a revision surgery of the left hip was performed due to unknown reasons. Bilateral patient. Report 3005975929-2018-00482 was submitted for right side.

Event description:
It was reported that a revision surgery of the left hip was performed due to metallosis, pale tissue, cloudy fluid and corrosion inside the sleeve, bilateral patient.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s fall had on her pain and clinical status. The reported pain, increase in metal levels and intraoperative findings of thickened, fibrotic and pale tissue and seroma are findings consistent with metallosis; however, without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.